Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging right lung has spot that showed up in xray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging right lung has spot that showed up in xray related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed an unknown dust contaminant inside the iso port of the rear panel, top enclosure, front panel, on blower box, and bottom enclosure. An unknown particle contaminant was observed on the blower box under the blower. A white unknown contaminant was present inside the blower box and on the bottom of it. Evidence of liquid ingress was observed to the blower and blower box. An unknown dust contaminant was observed to the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. There were no signs of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source.